Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this device, the battery showed 2.5 years remains whereas three months prior it was greater than five years. After retesting, the device with auto capture the longevity increased to 4.5 years. Possible premature battery depletion was suspected. An inquiry was sent to boston scientific technical services (ts) for review. No data disk was provided. Upon review by ts, it was noted that the device was in retry, and the higher pacing thresholds is likely why the device was showing a large drop in longevity. Ts noted that based on the information possible fusion was also suspected, but this was not confirmed as no save to disk was provided. The field representative noted that since no save to disk can be obtained the patient follow up will be changed to three months and auto capture will be programmed off. No adverse patient effects were reported.